Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed augmentin (date and dosage not reported) to treat infection. The implanted device remains.

Manufacturer narrative:
Implanted device remains.